Event description:
The funeral home reported that the patient was buried. The vns devices were not removed. The cause of death was septicemia. There was no secondary cause of death.there is no relationship that can be drawn between the cause of death and vns.

Event description:
It was reported that the vns patient passed away on (B)(6) 2014. The cause of death and its relationship to vns are unknown. Attempts for additional relevant information have been unsuccessful to date.

Manufacturer narrative:
.